Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent previous procedures on (B)(6) 2007 and prefyx was implanted and on (B)(6) 2008 mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent sacral colpopexy and paravaginal defect repair due to procidentia of the cuff of the vagina, complete cystocele, complete rectocele, complete enterocele, bilateral pravaginal defect and mixed urinary incontinence. It was reported that patient underwent revision of pubovaginal sling and excision of old sling and insertion of mesh on (B)(6) 2008 due to intrinsic sphincter deficiency and sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.